Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, during drain cycle 6. The drain volume was 2670 ml. The programmed fill volume was 1500ml. This drain meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation and the probable cause identified. The nurse stated that she already adjusted the tidal ultrafiltration (uf) setting. The nurse reported that the patient was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). For corrected 510k number as the initial medwatch contained an incorrect 510k. Evaluation: the device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation testing. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred: on (B)(6) 2010, during cycle 6 the device user drained out 2670 ml. The assignable cause of the iipv was determined to be: insufficient drain- false empty detect - use error, inappropriate bypass of the low drain volume alarm and tidal uf removal set too low. The device was subsequently forwarded to service. The product labeling was reviewed and determined to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.